Event description:
It was reported the patient lost therapeutic effect six to nine months after implant. The leads were not working and had to be replaced.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va07anh, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va07anh, implanted: (B)(6) 2013, product type: lead. (B)(4).